Event description:
We have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient said that they have interstitial cystitis and is using disc nalu that they wear on the outside. Patient said that the signal is weak and it keeps going off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).